Manufacturer narrative:
The manufacturer incorrectly reported patient death in the previous follow up report. There was no report of serious or permanent patient harm or injury. Clinical code for patient been passed out was not provided in the previous report, which is updated in this report.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged loud noise and burning odor of device and fatigue, dizziness, nausea, headache, loss of sensation. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In the initial report the verbiage in box b was incorrect, the correct verbiage should be - the patient has expired and suffered from fatigue, dizziness, nausea, headache. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection was completed by the manufacturer. The manufacturer found evidence of dust/dirt contamination throughout the device enclosure, airpath, water ingress on the blower. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 01 instance of continue error, which was considered irrelevant for the purposes of the investigation. The manufacturer concludes the contaminate found was consistent with water ingress on the blower, and dust/dirt contamination throughout the device enclosure, airpath was inconsistent with degraded sound abatement foam. The manufacturer confirmed that the device passed all necessary air flow tests and there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged loud noise and burning odor of device and fatigue, dizziness, nausea, headache, loss of sensation.the device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.